Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was observed as a needle to cuff disengagement. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or an interaction with patient anatomy or needle pulled beyond point of tautness due to circumstances of the procedure. The observed posterior needle tip that remained in the posterior foot pocket was likely due to the plunger not fully depressed flush with the handle body during deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.